Event description:
The customer was hospitalized due to low blood glucose. Troubleshooting was performed. The programming and bolus history in the pump were accureate. Suggested customer to call her doctor to discuss possible causes of low blood sugar.